Manufacturer narrative:
Who: the doctor contacted ulab regarding a possible allergic reaction. What: the patient is experiencing irritation and is currently under medical care. When: on (B)(6) 2025. Where: at the doctor's office while treating the patient. Why: no RMA no manufacturing defects. Inspected at qa03 by #: (B)(4) on 1/29/2025 per discussion in the complaint meeting on (B)(6) 2025, requesting more information from the doctor regarding known allergies, did the symptoms stop once they discontinued wearing the aligners, what were the results of the medical attention? Conclusion: this complaint will close as undetermined. This reaction may be due to other external factors/common allergens that were introduced coincidentally at same time as the placement of the aligners, such as pollens, dustmites, pet allergens, biologic products, insect venoms. The cause of the possible allergic reaction is undetermined. The doctor provided the symptoms the patient displayed but no further information. The product was not returned. Ulab systems reported this minor allergic reaction as an emdr through our webtrader production account, on (B)(6) 2025.

Event description:
Who: the doctor contacted ulab regarding a possible allergic reaction. What: the patient is experiencing irritation and is currently under medical care. When: on (B)(6) 2025. Where: at the doctor's office while treating the patient. Why: no RMA no manufacturing defects. Inspected at qa03 by #: (B)(4) on 1/29/2025 per discussion in the complaint meeting on (B)(6) 2025, requesting more information from the doctor regarding known allergies, did the symptoms stop once they discontinued wearing the aligners, what were the results of the medical attention? Conclusion: this complaint will close as undetermined. This reaction may be due to other external factors/common allergens that were introduced coincidentally at same time as the placement of the aligners, such as pollens, dustmites, pet allergens, biologic products, insect venoms. The cause of the possible allergic reaction is undetermined. The doctor provided the symptoms the patient displayed but no further information. The product was not returned. Ulab systems reported this minor allergic reaction as an emdr through our webtrader production account, on (B)(6) 2025.